Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2018, to remove five (5) titanium locking screws, an 11mm titanium cannulated tibial nail and a titanium end cap due to delayed healing and a non-union. It original implant date of the explanted devices is unknown at this time. The patient was revised to a larger 13mm tibial nail and used a locking screw on the lateral side to aid with proper reduction. The procedure was completed successfully. There was no surgical delays and no additional medical intervention required during the procedure. No patient outcome reported. This is report 3 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.005.526s, lot h378309: manufacturing location: monument. Manufacturing date: june 13, 2017. Expiration date: may 31, 2026. Component parts reviewed: part 04.005.526.999 lot: h335239. 5.0mm ti screw blank 36mm for ti meet specification. Raw material part 23020 and lot: 7026292 was reviewed. Raw material for titanium was received from dynamet incorporated. Product certification was received from dynamet and raw material receiving/putaway checklist meet specification. Inspection sheet for whirl thread, vibe, flute final inspection met inspection acceptance criteria. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Date of event : unknown . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.